Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the united states stating that the device gave an e6 error message. Although, the device was not being used during surgery, the error occurred immediately upon testing the device for a case. It is unk if injury or medical intervention occurred. There was no additional info provided.